Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. A second device was used to manipulate the device off the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). One used instrument was returned for eval. Because the device was received with a loose seal plate, functional testing of the device could not be conducted to try to duplicate the customer's report to the device failing to re-open while applied to tissue.